Event description:
It was reported that an asymptomatic patient presented in the operating room for generator replacement procedure. The pulse generator exhibited backup operation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.